Event description:
The user facility reported that a venatech lp filter was successfully implanted in 2007 after massive lower extremity injuries. The pt was sent to ICU and on a ventilator. Routine chest x-rays about 3 weeks later revealed that the filter is in the right ventricle. Physician noted that the filter is caught up in the tricuspid valve and will be removed 5 days later by a cardiac surgeon. Physicians agree that the filter must be removed by open heart surgery due to shortness of breath of the pt and filter position in the tricuspid valve. Physician believes some procedure in ICU dislodged the filter. Filter was surgically removed on the same day; pt doing well in regards to surgery for filter removal.